Event description:
Information was received from a patient who was receiving fentanyl (n/a mcg/ml at 228.3 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a refill yesterday. This morning, they went to bolus, and it is supposed to be a lockout every 2 hours, but it wouldn't let them do a bolus. Patient said it said 27.8 hours locked out. Agent asked if they made any changes and patient said no, they didn't change anything on the stuff. Pt stated they have called their healthcare provider (hcp) office. Agent had patient try to connect to the pump, and the patient got no pump response and bolus unavailable. Patient repositioned the communicator and was able to connect. Patient then got 17 hours and 57 minutes locked out and clinician bolus in progress. Agent reviewed the physician bolus in progress and what it meant. Pt mentioned that the hcp had issues yesterday with their tablet during the refill. Agent reviewed they can always call technical support and provided contact number. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. Agent sent email to the manufacturer representatives (rep). Pt mentioned in the call that their patient therapy manager (ptm) was slow and took forever. Agent reviewed how to clear data and pt was able to connect much quicker. Pt stated it been acting up since they have had it. Pt stated they get sore at times. Agent had a hard time following and hearing the patient due to connection. Pt mentioned they thought they were always in the 50s for mcg and now 228.3mcg/day. Pt stated they were not sure if this is a mistake due to the tablet not functioning or if they changed it that much. During the call patient was able to find old dosages and stated the numbers were much lower than the current dosage. Pt stated back in december 34.5 and max 54 were the dosages. Additional information was received from the healthcare provider (hcp) stating that the patient was programmed for a bridge bolus due to concentration change. They also clarified that there was no issue with the tablet during the refill. No dosing was changed, only concentration. No actions/interventions were necessary as the patient therapy manager was used usable after completion of the bridge bolus. The issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.